Manufacturer narrative:
Updated UDI -- (B)(4). The device was returned and evaluated. A review of quality records was performed and the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter was mashed 31.6 cm from the connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). 510(k)# of similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
During neuro ICU monitoring: microsensor giving inaccurate reading. There was a reference number on icp probe ie, 480 in operating theatre. The machine was disconnected from the probe and refin ICU said 500, the staff could not reset back to ref 480 and readings were incorrect. They tried several other machines until they felt the readings were correct. They want the microsensors checked. ICU dept tried several other machines until they felt the readings were correct.